Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device had had heat and excessive noise. It was further determined that the device failed pretest for noise assessment and handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction d9. E1: the date returned to manufacturer was documented as november 15, 2021 on the initial report. This date has been updated to november 16, 2021. If additional information should become available, a supplemental medwatch report will be submitted accordingly. It was reported in the initial medwatch report that the name of the account was medical bionic pvt. Ltd. Additional information received from the affiliate states that the name of the account was medicover, hyderabad.

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure it was observed that the motor device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).